Manufacturer narrative:
No site visit was conducted by the field service engineer (fse). The system was working properly, and no additional action was required. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted kidney reimplantation surgical procedure, the surgeon experienced unexpected movement in the universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no error related to issue. The tse suggested the customer to redock the usm 4; however, the site was unable to redock. No issue reported in next surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the customer indicated that the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. They were able to complete the procedure with same configuration (using 4 arms). The site did not share further details.